Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found the cannula broken. The broken part was still in the cannula tubing. It could not be confirmed if the sensor was received in said condition due to the customer returning an opened/used product.

Event description:
The customer reported via phone call that his sensor glucose and blood glucose readings were not matching. The patient's current sensor glucose was 71 mg/dl and his blood glucose was 208 mg/dl. The customer sometimes notices that the sensor cannula is kinked since he removes the sensor swiftly. He also noted scar tissue at his insertion site. The sensor was returned for analysis and a replacement sensor was shipped to the customer.